Event description:
Needles were concave, very high blood sugars [device failure] ([blood glucose increased]). Case description: medical device info: class iia. This spontaneous report received from ireland and reported by a pharmacist as "very high blood sugars and needles were concave". It concerns a female pt (age unk) treated with novofine 8mm (30g) needle (drug first dose unk, drug stop date unk) for diabetes mellitus type I. In 2008, the pt reported that while she was on holidays in the united kingdom she was admitted for approx two days due to very high blood glucose. Her doctor at the hospital told her she had not been receiving any insulin because the base of her needles were concave instead of convex. The overall outcome is reported as recovered. Reporters causality: probable. Novo nordisk causality: reportable.